Event description:
It was reported that during the implant procedure. The lead exhibited unacceptable sensing values. The physician elected to remove and replace the lead. The patient was fine after the procedure.

Manufacturer narrative:
(B)(4).